Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic colonoscopy, the colonovideoscope had an insufflation problem preventing progress and requiring a change of machine. The procedure was prolonged greater than 30 minutes and completed with a non-olympus device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the air supply volume does not meet the standard value. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from customer that there was no prolongation of the procedure as originally reported, and there was no patient injury or harm.